Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having breathing problem and passing out twice while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on sep 20, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged, that patient woke up in the middle of the night and could not breathe and passed out twice while using his device, electrical odors and overheating, machine has busted patient's sinus arteries and other thermal issue. That are related CPAP device's sound abatement foam. The patient did not received medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external investigation, the manufacturer observed that there was corrosion on the p4. There was an orangish stain on the bottom of the enclosure. During the internal investigation, the manufacturer observed that there were signs of water ingress in the p4. There was also a piece of plastic in the blower box. There were also signs of sound abatement foam degradation inside of the blower box. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a evidence of sound abatement foam degradation. The manufacturer was unable to address the patient's symptoms. Sections d9, g3, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
The sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both adverse events and product problem was captured in the previous MDR.) . Section b2 was corrected to blank. ( previously, it was other serious or important medical events.). Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected..